Event description:
It was reported that patient received a vibratory alert showing that the device was in backup vvi. A device download was successfully performed, and the device was restored to normal operation.